Event description:
It was reported via interdepartmental helpline solutions tracker that customer experienced excessive low blood glucose of 50 mg/dl. Customer reported issue to diabetic care manager and adjustments were made.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.